Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism. The analyst commented that the helix extends and retracts within product specifications.

Event description:
It was reported that during the implant attempt, the lead helix would not extend and retract following multiple placement attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.